Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device had a cracked screen that rendered the display unusable, and a replacement unit was processed. Symptoms included no reported adverse health effects. Outcomes included no impact to patient health and no medical intervention or hospitalization. Investigation included collection of device history and return logistics for evaluation. Investigation of this device revealed physical damage to the user interface display consistent with screen breakage, with no indication of functional pump or algorithm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external force or handling.